Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03aug2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. Section 1 of this document lists right heart failure, respiratory failure, cardiac arrhythmia, and infection (localized, driveline, pump pocket or pseudo pocket) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an exacerbation of congestive heart failure on (B)(6) 2021. The patient developed increased shortness of breath, jugular vein distention (jvd) to the patient¿s jaw, diaphoretic and increased oxygen requirement. The patient received lasix intravenous (IV) bolus in the morning without much urine output. The patient was re-bolused with lasix and started on a lasix drop and milrinone. Additional information was stated that the patient improved significantly overnight from (B)(6) 2021. Lasix and milrinone was discontinued on (B)(6) 2021 and the issue resolved.

Event description:
Additional information: it was reported that volume depletion resolved on (B)(6) 2022. The patient was transitioned to oral antiarrhythmic medication and atrial fibrillation resolved on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists infection (localized, driveline, pump pocket or pseudo pocket), cardiac arrhythmia, respiratory failure, right heart failure, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection, hypovolemia, arrhythmia, and thromboembolism as a potential late postimplant complication. Section 6, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6, under "caution!", states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 entitled ¿patient care and management¿ also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the right heart failure resolved without sequalae on (B)(6) 2021. The patient had also been administered inhaled nitric oxide.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was extubated to vapotherm. The patient became suddenly tachypneic from frothy sputum rhonchi. The patient was re-intubated without issue. The patient was covered with post operation antibiotics but continued with temperatures. Sputum cultures showed gram-negative rods. IV (intravenous) antibiotics were continued. The patient became euvolemic following significant diuresis. Due to volume depletion, volume was replaced with transfusion of 1 unit of packed red blood cells (prbcs) on (B)(6) 2021. The patient was extubated to bilevel positive airway pressure (bipap) on (B)(6) 2021. The patient developed atrial fibrillation that was treated with IV amiodarone. The patient had right heart failure that required continued use of inotropes post operation day 7. The patient's infection resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 the patient continued to exhibit shortness of breath out of proportion to volume. The chest computed tomography (CT) obtained showed subacute or chronic pulmonary embolism (pe). Heparin drops increased per cardiovascular (cv) surgery.